Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had two stored treated episodes that were requested for review. Technical services (ts) analyzed device episode data and determined that there was one inappropriate shock during one of the episodes due to undulating artifact and oversensing. Ts discussed troubleshooting options including reprogramming to single zone and testing for motion-related artifact. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.